Event description:
It was reported that during a pph procedure, only half of the staples were out of the stapler and they weren't formed. Finished the procedure manually with hand suturing which resulted in longer surgery time (amount of time not stated), more pain and longer recovery for the patient.

Manufacturer narrative:
Date sent: 01/22/2008. Information anticipated, but unavailable at this time.